Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 480 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 480 mg/dl. Customer blood glucose reading at the time of the incident was over 480 mg/dl. Customer had blood glucose reading above 300 mg/dl several times. Customer high blood glucose reading stared on (B)(6) 2017. Customer had little nausea. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer used manual injection to treat high blood glucose reading. Customer drive support was normal. There were no leaks or air bubbles. Customer stated the cannula was not bent. Customer changed few sets and reservoirs. Customer did not mention the insulin pump setting. Customer did not perform high pressure test. Customer also reported priming issue and the issue was not resolved. Products will be returning for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test,displacement test and rewind test. No prime anomaly noted. Pump was tested with liquid filled reservoir and no air bubble anomaly noted. Pump programmed with multiple basal rates and all registered properly in the daily total history noted. No basal anomaly noted. Pump had cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.